Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "battery depletes more than 30-40% and pump issues when insulin gage displays 50 units." Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.